Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occurrences of cartridge alarm 19 during basal delivery. The customer's blood glucose level was 155 mg/dl. It was indicated that the customer would deliver a bolus to address bg level and would continue to use the pump.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.